Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this left ventricular(lv) lead exhibited infection and sepsis. A revision was performed and lv lead was explanted. The company representative informed that the system was removed without issue and the patient tolerated well after the procedure. There were no additional adverse patient effects reported. The lv lead was not returned.